Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The cause was unable to be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, 19:03:40. During night drain cycle five, the patient's ultrafiltration reading was 638ml, indicating the home patient (hp) drained 638ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No further information was available.